Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported by a family friend the pt had passed away. The cause of the death was not provided. An attempt was made to contact the physician's office to determine the cause of death; however, the office had no information. A review of the device MFR's system did not find any previous complaints regarding the pt.